Event description:
It was reported the customer was hospitalized for an infection. Customer's wife also reported a keypad anomaly on their insulin pump. The customer's wife stated their keypad was locked and the b button was unresponsive to unlock the keypad. Customer's blood glucose was 335 mg/dl. The customer's wife also stated they have dropped their insulin pump in the past. Customer's wife also reported a crack on their reservoir compartment and minor scratches on their insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.